Manufacturer narrative:
H10. As a result of an FDA inspection conducted in jan 2020, exactech has committed to remediating 3 years of complaints (2017-2020) and a portion of complaints from 2013-2017. This MDR is being submitted as part of that remediation. H11. Corrections b2. This event did not require intervention, nor was it a serious or other important medical event. G4. This is not a combination product.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech has committed to remediating 3 years of complaints (2017-2020) and a portion of complaints from 2013-2017. This MDR is being submitted as part of that remediation. An investigation was conducted under CAPA (B)(4) : the investigation concluded that the root cause of the tibial tamp head fractures was a combination of the design and a user misuse issue. Revision a of the tibial tamp head has a sharp corner present that could create a stress concentration that contributes to the breakage of the device. The surgical technique instructs that use of the extraction lever and "mauldin multi-tool" should be used to extract the tibial tamp head from the bone. The surgical technique does not specifically state that the surgeon should not hit the tamp handle/guide backwards (retro-grade) to remove the tamp assembly from the bone. As a correction, exactech has updated the surgical technique to clarify the proper technique and instrumentation to remove the tamp assembly from the bone, i.e., to include a caution statement about the potential for instrument breakage if the tamp handle/guide is misused by impacting in retro-grade. Additionally, the design of the device was modified to add a radius to where the sharp corner was located, to reduce the stress concentration. The CAPA investigated complaint data to compare occurrence rate of device fractures for revisions a and b of the tibial tamp head. There were no complaints for device fracture for rev. B of the tamp head at the time of the investigation indicating a lower occurrence for device fracture and improved effectiveness. IFU (B)(4) states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for total knee arthroplasty surgery, and reviewing information regarding use of instrumentation. Optetrak operative guide states: the tamp should be ejected from the proximal tibia by squeezing the release lever. If the tamp guide does not disengage from the tibia with the release lever, a mauldin multi-tool can be used to disengage it by inserting the small stud on the end of the mauldin multi-tool into the hole in the handle of the tamp, then rotating the mauldin multi-tool to loosen the tibial tamp. Do not hit the tamp in retrograde. Hitting the tamp in retrograde can result in breakage of the instrument. This device is used for treatment not diagnosis. No additional information was available, the agent and agency have not represented company since mar 2019. The surgeon has not used company products since 2017 as shown after an ebi search. Based on review of all available information, there is no evidence to suggest that the reported event is related to any manufacturing issues. An investigation was conducted under (B)(4) ; the investigation concluded that the root cause of the tibial tamp head fractures was a combination of the design and a user misuse issue.

Event description:
It was reported from the us that during a total knee arthroscopy, the fit tibial punch would not re-engage to the handle to remove the punch from the tibia. Upon inspection, the "male" portion of the punch was found to missing a part of its metal base and, therefore, could not be re-engaged to remove. The surgeon is noted to have hit the tamp guide backwards and experienced no difficulty in extracting the tibial tamp from the patient's tibia. The surgeon did not attempt to use the extraction lever on the tamp guide, he went directly to reverse impaction. The surgeon had access to a mauldin tool as an alternative to help eject the tibial tamp and did not use it. Pliers were used to remove the device fragment. The broken instrument was pulled from the surgery and replaced. It was reported that the patient encountered "no problems". No additional information was provided by the contacts related to this event.